Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. The device was not returned due to there is an agreement between tmi and medtronic. It was agreed because we do not have factory service, so when a medical device has a fault, tmi informs medtronic and medtronic sends us the same product with a repair price, as long as the failed product is under warranty (agreed warranty between both companies). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment has a bearing problem and when you put it into operation, the handpiece overheats. It was reported that there was no patient involvement.